Manufacturer narrative:
Device evaluation: visual analysis was performed which identified: crease flat, broken the plug strap, yellow particles, and white particles like calcification on outer surface of device. Leak test was performed which identified no leakage on device. A microanalysis identifies striated edge opening on plug strap side consistent in the use of some surgical tools. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated edge opening on plug strap side due to surgical damage. No leakage observed on the device or issues related with the complaint (deflation).

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient and healthcare professional reported a right side deflation and capsular contracture, baker grade ii. The device remains implanted.